Event description:
Spoke with patient, she would prefer to slow down her infusion and use f600 tubing temporarily. With patients rms-4-26-9 and f600 infusion time would be 1h22min, pt agreed. Pt also noted that her freedom60 pump has not been working properly during some of her infusions, when she winds back the wheel and places the syringe it will not run/push the syringe as it normally would. Not consistent but enough for her to mention to me. I advised we can ship her a new freedom-60 pump as well with this order. Added f600, freedom60 pump, pump manual, and pump return box to patient profile. Placed f900 tubing on hold and advised pt on next fill she can let us know which tubing she would like to use moving forward. Pt verbally understood. No further requests/questions for rph. Reported to (B)(6) by pt/caregiver.